Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event occurred on an unspecified date and involved a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer. The reporter stated that the extension set disconnected from the hub of the IV catheter. There was no blood loss or bleed back. The tubing was replaced. There was patient involvement, no human harm and unknown delay in therapy reported.